Manufacturer narrative:
A further clinical review was performed and identified this event to be MDR reportable pursuant to 21 cfr part 803. The device history records have been reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. The device was returned. The investigation is unconfirmed as the device performed properly under laboratory conditions. Per the complaint comments, the customer observed contrast leaking from the distal tip of both catheters. However, no leaks were observed to the distal tip or to any other location of the device during the evaluation of the samples. Therefore, it is unknown if procedural issues contributed to the event. The definitive root cause could not be determined based upon the available information. See scanned page.

Event description:
It was reported that during an angioplasty in the radial artery of an av graft at the anastomosis, during the first inflation, fluoroscopy demonstrated contrast leaking from the distal tip of the balloon. The pta balloon was exchanged over the wire for another pta balloon; although, during the first inflation of the second pta balloon, guided fluoroscopy demonstrated contrast leaking from the distal tip of the pta balloon. The pta balloon was exchanged over the wire for another pta balloon that successfully inflated and opened the lesion at the anastomosis. There is no reported patient injury.